Event description:
It was reported that during the implant procedure, the physician was unable to use due to access problems. The physician could not get the guide wire to advance in the vein. The lead was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.